Event description:
It was reported that the plunger stoppers in 2 of the bd insulin syringes with the bd ultra-fine¿ needle were deformed and "slanted/tilted 15-20 degrees", making it difficult to draw up insulin. The following information was provided by the initial reporter: "plunger stopper deformed. Feels its slanted/tilted 15-20 degrees on 2 syringes from this box discarded samples. This slanted stopper also makes the plunger hard to pull to draw insulin. Claims stopper curls over."

Manufacturer narrative:
Investigation summary: customer returned (3) loose 1ml, 12.7mm, 30g bd insulin syringes and (80) 1ml, 12.7mm, 30g bd insulin syringes in sealed polybags (unused). Consumer reported plunger stopper deformed; this slanted stopper also makes the plunger hard to pull to draw insulin. The 3 loose syringes were examined and exhibited deformed stoppers. From the 80 returned syringes in sealed polybags, 30 were randomly chosen for visual inspection and testing; all 30 samples had good stoppers and exhibited no difficulties when moving the plunger rod. The deformed stoppers would be the probable cause of the plunger rod being difficult to move. A review of the device history record was completed for batch # 7353789. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. There were three (3) notifications noted for dry barrels based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures ¿ the deformed stoppers would be the reason why the customer would think the plunger rod was difficult to move (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for disfigured stopper: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Probable root cause for the deformed stopper is from not enough silicone applied at the metros during assembly. The lack of silicone forced the sealing edge to roll and stretch the stopper. Batch #7353789 had three quality notifications for dry barrels on metro jm due to an improperly firing silicone gun. The deformed stopper would be the probable root cause for the plunger rod being difficult to move.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger stoppers in 2 of the bd insulin syringes with the bd ultra-fine¿ needle were deformed and "slanted/tilted 15-20 degrees", making it difficult to draw up insulin. The following information was provided by the initial reporter: "plunger stopper deformed. Feels its slanted/tilted 15-20 degrees on 2 syringes from this box discarded samples. This slanted stopper also makes the plunger hard to pull to draw insulin. Claims stopper curls over."